Event description:
It was reported that the customer went to the emergency room (ER); cause of ER visit was not provided. Customer's blood glucose level was 188 mg/dl. Customer was released from the ER the following day, (B)(6) 2024. Customer declined troubleshooting. No additional information was able to be obtained.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.